Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device exhibited behavior consistent with a premature battery depletion (pbd). In (B)(6) 2019, the remaining battery longevity was five years, five months. In (B)(6) 2020, the remaining battery longevity was two years, five months. No out of range measurements were noted. This device remains implanted. No adverse patient effects were reported. Additional information was received. Boston scientific technical services reviewed the device data and the analysis revealed that the patient had atrial fibrillation, and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Programming options were provided to decrease the amount power consumption. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device exhibited behavior consistent with a premature battery depletion (pbd). In (B)(6) 2019, the remaining battery longevity was five years, five months. In (B)(6) 2020, the remaining battery longevity was two years, five months. No out of range measurements were noted. The device remains in service. No adverse patient effects were reported. Additional information was received that a technical service consultant reviewed the available device data. T/s confirmed that the premature battery depletion was due to high atrial rate sensing, and recommending programming options. The device remains implanted. No adverse patient effects were reported.